Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? No it did not. What is the lot number of complaint product? Customer had dispose the carton/package, lot number is not available. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. Events reported via: 2210968-2022-03547, and 2210968-2022-03544.

Event description:
It was reported that a patient underwent an arthroplasty procedure in 2022 and barbed suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.